Manufacturer narrative:
Report confirmed. The device was tested and the temperature was measured to be 76.3°f. The rate of temperature rise was above threshold at 6°f/sec. The likely cause was identified as rear bearing worn and disintegrated, as a result the rotor shaft was not supported in the rear which caused the motor to vibrate due to rotor shaft being unbalanced. It was also noted that the motor was noisy, shedding debris were also found and the motor failed patient current leakage test. This type of failure is associated with (B)(4). The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return.